Manufacturer narrative:
Follow-up #1: date of submission 08/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/26/2016 with the following findings: a review of the black box indicated one reboot occurred on (B)(6) 2016. Investigation revealed moisture in the battery compartment. Leak testing revealed a battery compartment leak and visual inspection revealed damage to the battery cap threads. The pump powered on normally and no power interruptions occurred during investigation. The pump successfully completed a rewind, load, and prime sequence and 24 duration test with no issues. The pump casing was removed and no additional moisture was found. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a power (moisture ingress) issue. Reportedly, the pump had an intermittent power issue and there was moisture/corrosion in the battery compartment. The reporter denied any physical damage to the pump casing and confirmed that the battery cap was secure. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.